Manufacturer narrative:
D9 - date returned to MFR was 29-apr-2026. H3 and h6 ¿ updated. One suspected device was returned for evaluation. The event history log (ehl) was reviewed. No errors found in event log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual inspection, upstream occlusion seal (uso) was noted to be delaminated. The customer complaint was confirmed through dso/uso sensor test. Attempted to calibrate pump, but a defective dso sensor prevented calibration. Replaced dso sensor. Validated repair through calibration and dso/uso sensor test. Replaced uso seal. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Performed pvt. Unit pass all testing criteria. The probable root cause was unable to be determined.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had triggered a "cassette not attached" alarm (e51271). There was patient involvement and no harm.